Manufacturer narrative:
(B)(4). Instrument a: channel retainer. Instrument b: batch # f5tw88, exp date: 01/2014; 02/05/2009: yoke. Evaluation summary: the analysis results showed that the ez45g device (a) was received with the clamping mechanism damaged and with a reload cartridge present, the reload was received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the channel retainer tube where it engages with the handle shroud was found broken, not allowing the device to properly close. The analysis results found that the ez45g device (b) was received with the clamping mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the devices got damaged with the information provided, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an excision of a rib lesion, the device was placed ready for use and when attempting to fire the device it locked out. Another device was opened and also locked out. Both devices had their original cartridge in and failed to fire on the first attempt. Another device was used to complete the procedure. There were no adverse consequences to the pt.